Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are anxiety-product/procedure: unable to observe. Rupture: not observed. Local reaction: unable to observe. Granuloma: unable to observe. As per the investigation procedure, deformation, particles, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "textured" device, "thick fibrous capsule with lymphoplasmacytic and foam cell infiltration¿ and ¿foreign body giant cell reaction.¿ device was explanted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
E1:. Phone number continued: (B)(6), e1:. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "textured" device, "thick fibrous capsule with lymphoplasmacytic and foam cell infiltration¿ and ¿foreign body giant cell reaction.¿ device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, h.6.